Event description:
As soon as I got mentor smooth saline implants my body went through terrible changes. Fatigue, migraines, dizziness, rashes, acne, food intolerances, menstrual problems, thirst, inflammatory joints, dental issues, body odor changes, night sweats, chronic sinusitis, allergy symptoms, frequent urination, brain fog, memory issues, hair loss, skin sensitivities with heat or cold, just to name a few. I believe it is breast implant illness robbing me of my life. The FDA needs to recognize this is an actual problem and with 70,000 plus women and more coming forward. Breast implants need to be banned.